Event description:
Lead impedances started to show abnormal values with bi-yearly follow ups. Doctor queried device malfunction as x-rays could not confirm lead break/insulation issue. New system was placed on opposite side. This ra lead was removed as well as the device the rv lead could not be removed so was abandoned and capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
Safio s 53 sn (B)(6). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, a fractured inner conductor coil was found 19.5 cm distal to the is-1 connector pin. This damage is assumed to be the root cause for the reported clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further analysis showed multiple signs of wear at several positions of the lead body. The analysis did not reveal any sign of a material or manufacturing problem. Solia s 60 sn (B)(6). As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The analysis of the provided trend data, acquired between 11th of may 2023 and 8th of june 2023 recorded a pacing impedance of >3,000 ohms. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated. Enitra 8 dr-t sn (B)(6). The memory content as well as the therapeutic functionality of the pacemaker were thoroughly analyzed. During the inspection of the memory content the clinical observation could be confirmed. Atrial and ventricular out of range impedance values were documented. Therefore, the impedance measurement functions of the device were extensively tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration were proven to be normal and as expected. There was no indication of a device malfunction. In addition, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The pacemaker functioned as expected during analysis and the clinical observation was not reproducible. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.